Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the patient orders did not show in station. The customer mentioned that the issue had not been reported after the customer sent an email to the pharmacist. A technical support specialist confirmed with the customer that no further issues were reported and requested to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient order was not crossing over to the server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.